Event description:
Patient was having a nuclear medicine bone scan. During the delayed bone scan image, several artifacts appeared on the image. This was noticed by the technologist, if it had not been noticed, image artifacts could have led to a misdiagnosis. The scan was stopped and repeated on a different camera, artifacts did not persist. The camera was shut down and calls were placed to service engineers. Biomedical engineering team identified a cable that was singed from rubbing against an internal fan in the detector. This cable was identified as the culprit for the artifact. Since replacement, the camera was cleared for use by internal and external biomedical engineering team. No subsequent artifacts have been identified since replacement.